Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm while in flight. Customer reported an elevated blood glucose (bg) level of 341 (mg/dl) and delivered a correction bolus to address elevated bg level. Subsequently, the customer's bg levels decreased to 40 (mg/dl) and customer consumed food to address low bg level. The food consumed resulted in an over correction of bg levels, causing bg to elevate again. Customer declined any further troubleshooting.